Event description:
Baxter affiliate in france reports leak at luer connection of solution bag to homechoice set during prime of automated peritoneal dialysis therapy. Affiliate reports no patient injury as a result of incident. No further incident detail provided by affiliate.